Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient started their trial in (B)(6) 2017. They normally voided 33 times per day. It was noted that the utis were not related to the patient's underlying urinary dysfunction or the device or therapy and the issue with the batteries and battery cover was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient goes to the bathroom every 15 minutes and gets pressure to void, but does not actually void. The caller reported that the patient's healthcare provider (hcp) told the patient that they retain urine which has caused the patient to have a urine infection. The patient indicated that they have not had to push or lift their butt cheek to void. The caller also mentioned that the patient was having diarrhea prior to the procedure and the patient took imodium to help with this. The caller reported that the patient will normally have to go to the bathroom right away after eating due to their bowels. According to the consumer the patient had a pulling and pain before the surgery yesterday. A follow-up call with the patient determined that the patient tries not to take imodium because it makes them constipated. In a final call the consumer indicated that the patient was not happy with symptom improvement because the patient was still going through too many pads. The caller indicated that the patient is confused about explaining the feeling of urgency. During the call the patient's programming was changed to 2.7 on program 2. The caller then reported that the patient "can feel 2 aaa batteries" and wanted to know if these batteries were extra or if the back had come off. The caller was advised that the patient should follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.